Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during pd treatment while in fill 4/5 and stated she received "m31 air detected in cassette" alarms. The patient stated the unused lines were clamped and no air bubbles were noted in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set a fluid leak was noted where the tubing set was inserted on the cycler. The patient's cycler was replaced. Additional information was requested.

Event description:
A peritoneal dialysis (pd) patient called during pd treatment while in fill 4/5 and stated she received "m31 air detected in cassette" alarms. The patient stated the unused lines were clamped and no air bubbles were noted in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set a fluid leak was noted where the tubing set was inserted on the cycler. The patient's cycler was replaced. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.